Manufacturer narrative:
(B)(4).

Event description:
A call was received from (B)(6) hospital to ask for assistance with a rotaflow pump stoppage and a valve? Message. According to the customer, hand cranking was being performed to perfuse the patient. The maquet technician advised the customer of the steps to restart the rotaflow. The customer stated all the steps were previously performed but no resolution. The maquet technician then went step by step on how to restart the rotaflow, after the instructions from the maquet technician, the customer was able to successfully generate rpms. At that point, the technician provided the necessary steps on how to transfer the pump head from the emergency drive to the rotaflow drive unit. The customer then informed the technician that perfusing the patient was a success. The technician asked the customer if they had any further questions or concerns. The customer mentioned a sig! Alert as well, but they were busy stabilizing the patient and told me they clarify at a later date. The patient was unharmed. (B)(4).